Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during shift check, the loaner autopulse platform (sn 35232) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was not confirmed in the archive data or during functional testing. The autopulse platform functioned as intended. Reviewing the archive data showed no significant discrepancies or error messages. The autopulse platform passed initial functional testing without any fault or error. The reported ua07 advisory message was not duplicated. The load cell characterization test confirmed that both load cell modules were functioning within the specifications. Following service, the autopulse platform passed all testing criteria.